Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a laparoscopic procedure. After removing the device from the charger the device did not start. It will show the covidien start setup logo and then will go black and no longer react. When the handle is put back into the charger it shows loading green flashing led of the charger. After a few minutes that led will change to red. No patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance received device. The event report alleges the product was used in a surgical procedure. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. While these inaccuracies are small, they are significant relative to the 5 mv limit for cell balancing. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review of the file has determined the complaint to be non-reportable. If information is provided in the future, a supplemental report will be issued.